Manufacturer narrative:
Review of the returned parts confirms that the teeth are worn and, in some cases, damaged from years of use. Use of the devices in this state is advised against in the instructions for use that accompanies the parts, which states that all cutting edges should be inspected for damage and wear prior to use. The parts should not have been used in this state. No corrective action will be taken. The parts were lifetime worn.

Event description:
Per email received (B)(4) 2012 customer reports the acetabular reamers did not mill. The teeth were totally worn and the surgeon had to apply too much force. The reamer went through the bone and there was a cement leak possibly going to the peritoneum. Customer reports pt injury and that an unanticipated surgical complication occurred. No additional info was provided.